Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left implant had been expelled into uterine cavity with left tube patent.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal operation, dental operation, cervical spinal stenosis, diabetes mellitus, hypothyroidism, cervical dysplasia, depression and pelvic discomfort. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion and pelvic pain to be related to essure. The reporter commented: discremptency- date(s) of insertion: (B)(6) 2008, 2009 and (B)(6) 2013(mr) trailing coils- left 4 coil and right 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the left implant was noted to be within the uterine cavity.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left implant had been expelled into uterine cavity with left tube patent.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal operation, dental operation, cervical spinal stenosis, diabetes mellitus, hypothyroidism, cervical dysplasia, depression and pelvic discomfort. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device expulsion and pelvic pain to be related to essure. The reporter commented: discremptency- date(s) of insertion: (B)(6) 2008, 2009 and (B)(6) 2013(mr) trailing coils- left 4 coil and right 1 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the left implant was noted to be within the uterine cavity. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: reporter information, medical record, lab data case become non serious to serious and rcc were added. New event left sided essure implant was expelled into the uterine cavity added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.